Event description:
Event description cpi received information that this bipolar lead, model 4271, was exhibiting loss of atrial capture. An invasive procedure was performed to remove the lead from service. During the explant procedure, the lead could not be removed from the implantable pulse generator (ipg), model 950. Consequently, the ipg was also explanted. A new lead and ipg were implanted. Implant date-10/20/93 explant date-4/15/96 total implant time-29.8 months.